Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis. Customer also received a battery out limit alarm. Customer's blood glucose level was 423 mg/dl. Customer's blood glucose level was 541 mg/dl at the time of the emergency room visit. Customer's blood glucose levels were going up and she was not responding to insulin by pump or injection. Customer had an intense burning in her chest. Customer was wearing the pump at the time of the emergency room visit. Troubleshooting was performed and pump passed priming and high pressure tests. Pump settings were correct. Customer had a low reservoir alert and bad battery alert in the history. Pump also passed the self test. Customer was hospitalized (B)(6) 2014. Customer treated with 6 units with her pump when she had high blood glucose levels on (B)(6) 2014. Customer reported a couple of alarms on the pump that the pump alarmed only the time and not the date. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.